Manufacturer narrative:
A sample lens was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had glare, halo and blurry vision. The lens was exchanged for a different lens approximately one year after initial implantation. Additional information was requested.